Manufacturer narrative:
Other applicable components are: product ID 8598 lot# serial# (B)(4) implanted:(B)(6) 2005 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2017 it was reported that the ¿catheter kept slipping¿. In 2007-2008 the doctor went in twice to replace it but it didn¿t work, so he just left the pump in place. Per the patient, there was medication in the pump for a couple of years and then it stopped functioning in 2007-2008. The patient was no longer using the pump. No patient symptoms were reported. No further complications were reported/anticipated.